Event description:
The following was reported in a confidential post market survey: "literally sometimes you touch the nerve and it doesn't work, then a few minutes later without any additional dissection you touch the nerve and it does work. It is worthwhile to have but you can never rely absolutely on it to make a distinction between nerve and vessel."

Manufacturer narrative:
No patient information was reported. Date of event not reported. (B)(4). Device not returned. Evaluation method: the nim neuro 3.0 is an eight-channel the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. This product is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.